Event description:
A consumer implanted for non-malignant pain reported starting a "couple of weeks ago when checking the implantable neurostimulator (ins) the out of regulation (oor) message was seen on the patient programmer (pp). It kind of stopped but it was happening again." There were no traumas or falls reported that could be related to this issue. It was further reported around this same time the consumer had "about 10 headaches which started getting worse than normal, back to like I was before where it was aching all day long." Troubleshooting was performed allowing the consumer to connect and they were no longer seeing the oor message.

Event description:
Additional information received from the consumer reported in order to resolve the out of regulation message and symptoms they were experiencing they were reprogrammed on (B)(6) 2016. Following reprogramming the out of regulation message seemed to be resolved, but the headaches continued. It was noted since implant the consumer was getting some relief from the pressure, and reprogramming on (B)(6)2016 also settled things a bit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.